Event description:
The patient presented with normal voice alterations associated with stimulation and more recently is now experiencing left sided face drooping occurring with the voice alterations. No other relevant information has been received to date.